Event description:
On (B)(6), 2019, the patient underwent endovascular treatment of an abdominal aortic aneurysm and a right common iliac artery aneurysm using gore® excluder® aaa endoprostheses. On an unknown date, a follow-up examination reportedly revealed a suspected proximal type I or type ii endoleak. According to the physician, the proximal end of the stent graft system may have migrated distally after the initial procedure (distance not reported), potentially causing an endoleak. On (B)(6), 2021, a reintervention procedure was performed. A proximal type I endoleak was suspected on a procedural angiograph but could not be confirmed. An additional aortic extender component was implanted proximally, partially and intentionally covering the lower left renal artery to treat the endoleak. It was reported the device was located at the site of the angled infrarenal neck; however, blood flow into the renal artery was not affected. The patient tolerated the procedure.

Manufacturer narrative:
B5: updated to include partial coverage of left renal artery. H6: added code 2422. H6: conclusion coding remains unchanged. It should be noted the gore® excluder® aaa endoprosthesis instructions for use (IFU) states ¿adverse events that may occur and / or require intervention include, but are not limited to, endoprosthesis component migration, occlusion of device or native vessel, and endoleak.¿

Manufacturer narrative:
As gore was unable to determine which abdominal system component was involved in the alleged event, additional gore® excluder® component rlt281412j / (B)(4) will also be identified on this report. (B)(4). It should be noted the gore® excluder® aaa endoprosthesis instructions for use (IFU) states ¿adverse events that may occur and / or require intervention include, but are not limited to, endoprosthesis component migration and endoleak.¿

Event description:
On (B)(6) 2019, the patient underwent endovascular treatment of an abdominal aortic aneurysm and a right common iliac artery aneurysm using gore® excluder® aaa endoprostheses. On an unknown date, a follow-up examination reportedly revealed a suspected proximal type I or type ii endoleak. According to the physician, the proximal end of the stent graft system may have migrated distally after the initial procedure (distance not reported), potentially causing an endoleak. On (B)(6) 2021, a reintervention procedure was performed. A proximal type I endoleak was suspected on a procedural angiograph but could not be confirmed. An additional aortic extender component was intentionally implanted at the level of the lower left renal artery to treat the endoleak. Since the device was located at the site of the angled infrarenal neck, it caused no effect on the blood flow into the renal artery. The patient tolerated the procedure.